Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 191 mg/dl and 177 mg/dl (aviva system 1) and 77 mg/dl and 90 mg/dl (aviva system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacements were sent.